Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4)- device not returned. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances related to the reported event were identified.

Event description:
It was reported that a patient underwent a sling procedure on an unknown date and mesh was implanted. The patient reported that the suburethral sling caused internal damage including tearing of the urethral wall and certain muscles. The patient also reported experiencing post-surgery pain that worsened until it became unbearable. The patient reported that the doctor is pending surgical protocol for withdrawal. No further information is available.